Manufacturer narrative:
Twelve - the psm was returned to intuitive surgical inc., (isi) for failure analysis investigation. Failure analysis confirmed the reported failure mode. The psm passed testing during a normal and maintenance modes several times; however, the psm failed a weighted brake drop test for axis 2. Axis 2 was replaced to repair the psm. Axis 1 was replaced as a precaution. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although there was no patient involvement and the failure mode was found during failure analysis evaluation, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported while moving the da vinci surgical system in between cases, the blue fiber cable disconnected from the system. During a restart of the system, system error code 23022 occurred. There was no report of any patient involvement or adverse outcomes. A field investigation performed by an intuitive surgical, inc. (Isi) field service engineer (fse) determined that the issue experienced by the site was associated with a psm and replaced the psm to repair the system. No patient involvement or impact occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments.